Event description:
It was reported that the patient had a pump stop overnight. The log files were submitted for review. The log files had a system controller connected on 12mar2026 at 2357. All the controller's prior data was from years past from 2024 and 2025. The last log file data line was from 13mar2026 at 0046. It was later communicated that the product connect to the patient was a touch monitor that was intermittently not recognizing the flash drive provided by abbott.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. No log files from the exchanged controller were submitted for analysis. In the submitted replacement controller log files, it was noted that on 13mar2026, the driveline was connected to the replacement controller for unknown reasons, confirming the exchange. Due to the lack of log files from the event controller, the exact cause for the exchange could not be determined. Attempts were made to obtain event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The heartmate 3 left ventricular assist system (lvas) IFU, and patient handbook, is currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 2 of the patient handbook, ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Section 5 of the patient handbook and section 7 of the IFU¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.